Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
Additional information: section b.3, d.6b, & h.6. The recipient had recurrent middle ear infection with discharge. The infection was not device related. The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.